Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported a size 7 taperguard endotracheal tube was inserted in the patient via bronchoscopy directly into left mainstem for single lung ventilation. Ten minutes post endotracheal tube insertion the were unable to ventilate the patient. The respiratory therapist removed the patient from the ventilator and attempted to manually ventilate. They were unable to pass a suction catheter down the endotracheal tube and a kink in the endotracheal tube was felt upon finger manipulation. An oral airway was inserted beside the endotracheal tube to straighten and prevent further kinking. The endotracheal tube was not removed at the time of this report. No re-intubation was required. The device will not be returned for evaluation.